Manufacturer narrative:
(B)(4). Batch # = m92x45. The analysis results found that a device was returned inside its package. The tyvek was visually inspected and a hole was found. The sterility was compromised. The hole was located at the scissors area, the scissors perforated the red protective cap and package. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the packaging process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, prior to use on the patient, the operating room nurse found a tiny hole in the outer packaging of the device. The package is still closed (unopened). In the past another packaging material was used (stronger). Hole is marked with blue pencil. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that a 5dcs device was returned inside its package. The tyvek was visually inspected and a hole was found. The sterility was compromised. The hole was located at the rotation knob area. No conclusion could be reached as to what may have caused the reported incident.